Manufacturer narrative:
The user-reported free-flowing issue was not confirmed. On (B)(6) 2017 the device was not found to have a free-flowing issue. The device was found to have a battery outside of warranty and a flow rate accuracy of (B)(4)%, which was outside of the (B)(4)% specification; neither of these issues were related to user-reported issue. The peristaltic plate was replaced for precautionary reason. The device is currently undergoing the repair process.

Event description:
The user reported a free-flow issue with the device. On (B)(6) 2017 the initial reporter reported to zyno medical with information received from the facility nurse, "I have a zyno IV pump in need of repair. Could you pick it up? It is #(B)(4), when the saline primed tubing is placed in the machine, the door is closed and tubing is unclamped...the saline/medication free flows to the patient." The initial reporter confirmed over the phone that no patient injury occurred for this case. No specific event date is provided by the reporter and no patient information is available.

Manufacturer narrative:
The device was repaired on (B)(6) 2018 and all specifications were met.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00334).